Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip broke at 84,046 joules and 9:58 minutes of use. A second fiber was used to complete the procedure without consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip broke at (B)(6) joules and 9:58 minutes of use. A second fiber was used to complete the procedure without consequences to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was protruding from the metal cap, indicating a glue failure occurred. The metal cap exhibited severe charred detritus adhesion on surface indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber glass tip.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip broke at 84,046 joules and 9:58 minutes of use. A second fiber was used to complete the procedure without consequences to the patient.